Event description:
A consumer's wife reported he was using a heating pad on the stimulator and he had issues with the stimulator since. He was not feeling stimulation and could not use the recharger. The consumer was in the hospital because he could not walk and reprogramming was being requested. Additional information received from the consumer's wife reported the device was reprogrammed and everything was working fine. The consumer's hospitalization and not being able to walk were not related to the device/therapy. He had fallen at home unrelated to the stimulator, and the wife called an ambulance and they took him to the hospital. The consumer put a heating pad on the area of the stimulator because of soreness from the fall, and it caused his skin to burn because he had it set too high. The consumer was finally starting to walk again and could do the stairs now. They did not know the cause of his walking difficulty. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.